Manufacturer narrative:
Alleged failure: cib neil biomed light shut off po# sjc0011730 the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are a bad safe light cable, light cable not fully seated due to the jaw not locking properly, wear and tear on the led module. Unit will require calibration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.